Event description:
It was reported that the patient underwent ankle reconstruction on (B)(6) 2014 and suture was used. When the product was about to be loaded into the needle-holder, the needle detached fromt the suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.